Event description:
It was reported that a patient presented with oversensing noise on the atrial lead resulting in pacing inhibition. There was inappropriate low voltage output due to tracking of atrial lead noise. The physician elected to connect the atrial lead to the left ventricular port and implant a new atrial lead. The patient condition was stable.